Event description:
It was reported that this right ventricular (rv) lead presented oversensing, low amplitude and loss of capture with no asystole. It was confirm via xrays that the cause was a dislodgement. Device was explanted and replaced. No additional adverse patient effects were reported.